Event description:
A 2.5 mm diameter x 30 mm length endeavor otw drug-eluting coronary stent system was inserted into a pt for the treatment of a totally occluded rca lesion. It was reported that the pt was transferred from another hospital and was brought in emergently with a stemi. The physician attempted to cross a totally occluded proximal rca. It was reported that the physician appeared to take the guidewire subintimal and re-enter around the pda; a dissection was noted. The physician proceeded to pre-dilate the entire false lumen, tracking down the dissection flap, permanently occluding flow to the distal vessel. Four endeavor drug-eluting stents were successfully deployed in the false lumen. (MFR reports # 2953200-2008-00093, -00096). It was reported that the pt was sent to ICU with timi 0 flow; the pt expired an hour later. The autopsy report is not available. The reporter did not allege a relationship between the product and the pt's death, however; this event is being reported herein because it is not possible to conclusively determine the cause of the event.